Event description:
It was reported a patient experienced peritonitis manifested by vomiting and diarrhea coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated for two days with vancomycin (2gm, daily, intravenously). The patient then received vancomycin (2gm, daily, intraperitoneally) for one day. The cause of the peritonitis was reported to be gastroparesis. The patient was discharged from the hospital after four days and had recovered from the peritonitis. It was not reported if pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 for this event

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13e13056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents for potentially associated lot number h13f02024 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for this batch with an exception noted for the batch but does not indicate any issues related to the issue. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).